Manufacturer narrative:
The e-200 generator was analyzed and the reported failure ¿mono polar not working¿ could not be confirmed or replicated. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed on the known good in-house system and system did not trigger any errors at startup. Performed cautery testing using monopolar instruments and the generator consistently delivered energy to instruments using either cut or coag mode. Both monopolar ports on the generator worked as expected. The complaint was confirmed based on the field evaluation but not replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. While a definitive root cause could not be established and no product issue was identified (the reported event was not confirmed as failure analysis found no faults from the system logs and in-house testing passed all tests. The e-200 generator was visually inspected and evaluated for its electrical characteristics which showed no issues), however, a potential cause can be attributed to an electrical issue within the e-200 generator. As a precautionary measure, the e-200 generator was replaced.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, monopolar energy was not working on the e-200 generator. The site stated that they tried multiple instrument cables and instruments, but the issue persisted. The site stated that they also tried both ports. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised performing a power cycle but the site was not in a position to take that action. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed and replicated. The fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.